Manufacturer narrative:
The insulin pump had intermittent up arrow button response due to corroded keypad traces. No display anomaly was noted. No moisture damage was noted to the electronic assembly. The insulin pump passed the functional testing. The insulin pump had minor scratches on the display window, a cracked case at a display window corner and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that the buttons on the insulin pump were not responding properly. The blood glucose reading was 87 mg/dl. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.